Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the right ventricular channel. Patient was asymptomatic. The lead was capped and replaced. The patient is in stable condition.